Event description:
A tandem mobi cartridge alarm was reported by the caller while pumping. There was no adverse impact to the customer's blood glucose level. The customer did not have a backup therapy available and planned to consult a healthcare professional. Technical support resolved the issue by sending a replacement pump with updated software and advised the customer to use the replacement pump. The customer was instructed to return the problematic pump and acknowledged all instructions. A set of replacement cartridges was also sent due to the cartridge alarms.